Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from third party service center related to a bipap device's sound abatement foam. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, observed visible foam particles in the device. Additionally, excessive dirt particles and discoloration was observed. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.